Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). As previously reported under the initial medwatch report, the patient's pump was exchanged to another manufacturer's pump on (B)(6) 2014. The patient death reported in the (B)(4) report occurred approximately 7 months after exchange while the patient was being supported with the other manufacturer's pump.

Event description:
Additional information was received from the (B)(4) registry stating: hemolysis. Additional information also included indicated: prothrombotic states: yes. Death date: (B)(6) 2014. Primary cause of death: multisystem organ failure (msof). Device function normal: y.

Manufacturer narrative:
Device evaluation: a specific cause for the patient's reported event could not be determined through this evaluation. The manufacturer received information that patient es was transitioned to another manufacturer's device. At the time of the exchange, the account noted a clot in the inflow portion of heartmate ii lvas, serial number (B)(4). However, a full analysis of (B)(4) could not be conducted because the device was not returned to thoratec for evaluation. A review of the device history record revealed that the device met applicable specifications. Thoratec¿s approved labeling lists device thrombus and hemolysis as adverse events that may be associated with the use of the left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing hemolysis. The pt has reportedly had glucose-6-phosphate dehydrogenase (g6pd) deficiency issue. It was also reported that the pt's heart had remodeled since this pump was implanted. The pt had gone into the hospital a few months later on (B)(6) 2014 with ldh at 4530 and heart failure symptoms. The pt's lvad was exchanged with another manufacturer's device due to increasing hemolysis (ldh>4000) and decreasing kidney function. A clot was noted in the inflow portion of the lvad during the exchange.

Manufacturer narrative:
Per additional info received from the hospital's perfusionist, the device will not be returning to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.